Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the crack at ide of the battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.